Event description:
It was reported leaking seems to be due to a crack in line. No other information provided.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refy3572 showed one other similar product complaint(s) from this lot number.